Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed, as the lot number was not provided. Visual inspection: the probe was returned and the aperture was 100% opened. The saline cap was returned. No damage was identified to the rear housing. The vacuum chamber was returned with a marker and needle guide insert inserted though the back; the marker applicator was fully deployed and no pads/pellets were returned. The port cap was not returned. No other anomalies were noted. The probe tip was examined under magnification and was found to be dulled. X-ray: the probe was examined via x-ray imaging (attached) prior to functional testing. The image attached shows both of the front stops to be intact on the front housing. Functional/performance evaluation:the distal portion of the trocar tip was examined under magnification (30x) and the tip was found to be dulled. The marker applicator and white insert were removed from the probe without issue. An in-house port cap was used for the evaluation. The probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed and the probe meet the specification. The probe performed around the clock sampling. Each sample attempt, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. The probe was then removed without resistance. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no medical images or photos were not provided; therefore, a review could not be performed. Conclusion:the investigation is unconfirmed for the reported sampling issue, as the probe was able to successfully obtain samples during functional testing. Although the probe was able to be inserted and withdrawn from the test sample without issue during testing, the investigation is inconclusive for the reported removal difficulties, as the conditions of use could not be recreated. The investigation is confirmed for a dull needle tip. The definitive root cause for the reported sampling and removal difficulties could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling. At the conclusion of the procedure, remove the device from the breast and turn off the equipment. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, after six sample attempts, the probe sample chamber allegedly had only obtained three samples due to the dull cutter. It was further reported that the health care provider (hcp) had enough tissue for diagnostics. The hcp proceeded to remove the probe from the patient and allegedly felt resistance. Reportedly, the probe was dull and was catching tissue at the tip. There was no reported patient injury.

Manufacturer narrative:
No medical records or images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a breast biopsy, after six sample attempts the probe sample chamber allegedly had only obtained three samples. It was further reported that the health care provider (hcp) had enough tissue for diagnostics. The hcp proceeded to remove the probe from the patient and allegedly felt resistance. Reportedly, the probe was dull and was catching tissue at the tip. There was no reported patient injury.